Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional event information is available. A data investigation will not be performed as signal loss up to one hour is within specification. Loss of connection could not be determined. A root cause analysis will not be performed.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it passed. A pairing test was performed, and it passed. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.